Event description:
It was reported that there was a leakage problem. It was discovered upon opening, no patient injury.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a lack of solvent at reflux connector; this issue could cause leakage or another functional fail test. Functional testing found the reported failure mode is confirmed. The root cause of the reported issue was found to be a lack of solvent. Awareness notification was performed to personnel on 27-sep-2022 to explain the importance of adherence to manufacturing procedure. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).